Manufacturer narrative:
This report is being supplemented to provide correction with information inadvertently left out (a3 and b5).

Event description:
It was reported that the user turned off the device, then powered it back on, which appeared to improve the situation.

Manufacturer narrative:
The device was then examined, and the pressure appeared to be reading accurately. The surgeon was using the unit on high flow, which was then communicated to use low to medium flow moving forward. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit experienced over-insufflation issues. The issue occurred during an unknown procedure. There were no reports of patient harm. The patient recovered as expected.

Manufacturer narrative:
This supplemental report is being submitted to include additional information received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional relevant information becomes available.

Event description:
It was reported, at the beginning of the laparoscopic hernia procedure. Over insufflation issues, occurred with the high flow insufflation unit. And a 15 minute procedural delay occurred. The patient was in a lot of discomfort with abdominal distension and was given morphine. The treatment was tolerated well. And the patient was discharged home. The reported problem did not affect the outcome of the procedure. And the procedure was completed with the same device. No further medical intervention was required, as a result of the issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, the root cause of the reported device defect and patient adverse event could not be determined. This supplemental report includes a correction to h6 codes (medical device problem code) from the initial medwatch. Also, information has been added to h4, h7, and h9. Olympus will continue to monitor field performance for this device.